Event description:
Patient reported "previous implant rupture" this is for a unknown side. The device has been explanted.

Manufacturer narrative:
Phone number: (B)(6). Continued: further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.